Event description:
Sorin group received a report that during a case, the s5 roller pump displayed error messages and the pump stopped several times. The clinician power cycled the pump to resume functionality. There was no report of pt injury.

Manufacturer narrative:
Pt info was not provided. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that during a case, the s5 roller pump displayed error messages and the pump stopped several times. The clinician power cycled the pump to resume functionality. There was no report of pt injury. The investigation is on-going. A follow up report will be sent when the investigation is complete.